Manufacturer narrative:
As received, an implantable cardioverter defibrillator was returned for the reported event of backup vvi mode prior to implant. The device image confirmed the reported event. Electrical and functional testing revealed no anomalies and the device was returned above normal elective replacement indicator (eri). The cause of the reported event was undetermined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the hospital for an implant procedure. Upon initial interrogation prior to implant, the implantable cardioverter defibrillator was found to be in backup vvi mode. The device was exchanged. The patient was discharged post-procedure.